Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the operation team found a few holes on the tip of the expandable sleeve. No patient involvement.

Manufacturer narrative:
(B)(4).